Event description:
The patient's parent reported the overbite has not been corrected as the teeth are damaged, worse than before treatment, and resulted in gum infection.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.